Manufacturer narrative:
Batch review performed on 04 jun 2019. Lot 179701: (B)(4) items manufactured and released on 06 march 2018. Expiration date: 2023-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two other similar reported events (complaint (B)(4)). Additional implants involved in the event. Batch review performed on 04 jun 2019: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r ((B)(4)), lot 179516: (B)(4) items manufactured and released on 23-apr-2018. Expiration date: 2023-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r ((B)(4)) lot. 179622: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 2023-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0036rp patella resurfacing size 4 ((B)(4)) lot. 173029: (B)(4) items manufactured and released on 07-sep-2017. Expiration date: 2022-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.f11066 primary extension stem ø11mm / l 65 mm ((B)(4)) lot. 180306: (B)(4) items manufactured and released on 28-mar-2018. Expiration date: 2023-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On (B)(6) 2019 we were informed that a patient came in, 7 months after primary surgery, due to signs of infection, the pathogen is unknown. The surgeon performed a washout and explanted the femoral component, poly, tibial tray, patella component and extension stem on (B)(6) 2019. The surgeon implanted an antibiotic spacer and the surgery was completed successfully.